Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 00001950 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was air in the hub. There was a bubble that would not flush at the hub of the sheath. Air was not introduced to the patient. The bubble remained in the valve area. The sheath was removed and re-flushed after not being able to aspirate the bubble. No intervention was required. No neurological symptoms were reported. The sheath was exchanged, and the issue was resolved, the case continued without any further incident. No adverse patient consequence was reported. The issue with air in the hub was assessed as a MDR reportable product malfunction.